Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the most recent purewick canister set has a faulty hose. Three separate evenings customer tried it, and it seems to have some suction issue. They even swapped out nothing else (placement, etc.) Just the hose and the system worked fine, so it was clearly the hose.